Event description:
It was reported that the patient was admitted into the hospital for scrotal swelling secondary to a spermatocele that developed following a previous unrelated surgery of unspecified nature. The accumulation of fluid around the pump component of the artificial urinary sphincter (aus) caused it to no longer function. A procedure to explant the aus was performed during which the physician discovered that the existing cuff had eroded the urethra. The physician successfully explanted the existing aus. It was noted that the patient would be reimplanted on a future date once the urethra had healed. The explanted aus is not expected to be returned. A supplemental report will be filed should additional information received or the device returned for analysis.